Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were intermittently responsive. There was evidence of keypad adhesive found under all button key contacts. Unrelated to the keypad complaint, investigation revealed a discoloured display screen and a cracked battery compartment.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the up arrow, down arrow, and ok keypad buttons have become increasingly unresponsive over the past several days. She noted that the buttons feel flat when pressed. The family member denied physical damage to the rubber keypad; denied that the pump has been exposed to water; and stated that the patient carries the pump in her pocket.